Event description:
It was reported that the gamma3 set - flexible screwdriver broke at the flex point while in the targeter inside the pt.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.